Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mgk079, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysteromyomectomy surgery under endoscope on (B)(6) 2019 and a barbed suture was used at the level of hysteromyoma. During the procedure, after the 3rd time sewing, the needle broke at the end for 1.1cm. Changed to open surgery to look for and remove the breakage piece, and surgery was delayed for unknown time. The patient is stable now in hospital.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/08/2020. H3 device evaluation summary: a suture needle was submitted for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and over stressing of the needle.  There is no evidence of any material flaw that would cause premature failure.